Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via phone call of low blood glucose readings from the insulin pump. The customer had low readings of 50s mg/dl. The customer stated that he forgot to bolus one day and his blood glucose went up to 260 mg/dl. On average, his blood glucose readings are 90-110 mg/dl. The customer stated that he goes low at bedtime. The customer did not want to troubleshoot for low readings.